Event description:
It was reported that one day after an afib case, the patient was discovered to have hemolysis. Caller reported no issues were experienced during the procedure. Caller stated they did not know how the hemolysis was confirmed. Caller reported that it is unknown if medical intervention was provided. The patient¿s current status is unknown. The caller stated the physician could not confirm what caused the hemolysis. Caller stated the physician thought he applied low application pfa using ice to confirm good contact during the procedure. Pfa farapulse generator was used with a boston scientific catheter using the carto 3 system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).